Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller displayed a batteries low, replace the controller batteries soon message even though the battery was charged. Agent asked--patient stated that the message first appeared about three weeks ago, disappeared for about a week, and has reappeared over the past couple of days. Although the device was still charging, the message now appears whenever they turn it on. Agent reviewed information about the message. Agent had pt reset the controller, clean the port and pins; pt confirmed no visible damage on the controller and battery pack but they mentioned that last night they noticed that the paddle felt warm. It did not cause any burns, but it was unusual. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Analysis of the [recharger], model [97755-s ], s/n (B)(6) , revealed. Analysis found:poor recharge quality message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.